Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The graphics card was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The graphics card was returned to the manufacturer. Functional testing found that the component was malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure when booting the system, when the site selected the ent application, the system showed "no sync" and would not progress. Rebooting the system did not resolve the issue. There was no patient present.